Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a touchscreen issue. At this time, it is unknown if there was patient involvement. A service engineer (se) inspected the device and cleaned the touchscreen. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.